Event description:
Covidien's customer reported to covidien that a covidien syringe was used to administer fentanyl and duramorph to a patient for labor and delivery pain relief in 2009. The patient had a normal delivery. The next day, patient developed severe nausea, vomiting, and seizing. Patient was placed on a ventilator and was transferred to another acute care hospital. The patient is in critical condition, preliminary diagnosis bacterial meningitis. Customer reports the patient did receive oxycontin. Customer stated that the patient's blood tests revealed streptococcus salivarius. The source of the streptococcus salivarius is unk.

Manufacturer narrative:
Submit date: 06/16/2009. An investigation is currently underway. Upon completion, the results will be forwarded.